Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since their implantable pulse generator (ipg) replacement, they have been having issues with their scar and "constant drainage and has been open for two years straight. I've had a wound vac two times and I believe multiple surgeries to try and close the wound....and its very stressful". It was also noted that the "drainage is yellow and constant and im concerned it will be drainage forever and ill have to live with it until I die or I will die because of it" and "I dont know why its not healing". It was further noted that the patient had two or three computed tomography scans where nothing came up and finally a surgery was done and it was determined the area is infected. The ipg system remains in use. No further patient complications have been reported as a result of this event.